Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and the test failed. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. The customer's glucose reading at time of call was 405, and she has treated with manual injections. No further information was provided.